Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies were returned to the manufacturer.

Event description:
It was reported that the patient underwent a procedure for implant of artificial disc at c6-c7. At 55 months post-op, cervical CT scan shows anterior fusion of c6 and c7 by the anterior screws. There is posterior osteophyte at c6-c7. No cord effacement is seen. Additional treatment is to continue pain management.